Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and dka. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Changing your pod.   Chapter 3 / page 49.  Warnings:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Patient did not believe the cannula had properly inserted in the infusion site (arm); patient also reported a bruise at the site, adding this only lasted a "couple of hours". While hospitalized for 2 days, the patient was treated with saline and 2 types of insulin (lantus and novolog). The pod was removed the hospital after it alarmed, as patient forgot his personal diabetes manager at home.